Event description:
On (B)(6) 2006, a (B)(6) male underwent an uncomplicated primary left tha. Six and a half years postoperatively, the patient presented to his surgeon¿s office urgently reporting 1-2 weeks of increasing pain in the left groin, mainly with weight-bearing and ambulation. He denied any changes in activities, trauma or specific event that initiated his symptoms. X-rays demonstrated disassociation of the femoral head from the trunion. Upon admission the patient underwent an intra-articular hip aspiration which revealed metallic stained fluid. Blood metal ion levels demonstrated a cobalt level of 26.6 ug/l and a serum chromium of 3.7. The revision procedure revealed significant metal debris within the hip joint and surrounding tissues including the trochateric bursa. The trunion of the prosthesis demonstrated corrosion, severe wear and deformation with deep grooves at the inferior aspect of the neck. The surgical procedure included a revision of the acetabular liner with retention of the shell, synovectomy and debridement of the metal stained inflammatory tissue and revision of the femoral component to a modular titanium stem with a 36mm delta ceramic head. The patient¿s postoperative course was uncomplicated and he is pain free with a normal gait at most recent follow-up.

Event description:
Seven years postoperatively, the patient presented to the ER complaining of a 2-3 week history of increasing discomfort in the groin while ambulating associated with a grinding sensation in the hip. The patient denied any history of trauma. X-rays demonstrated disassociation of the modular femoral head from the trunion of the stem. Intra-articular hip aspiration revealed dark fluid consistent with metal debris and no evidence of infection. At the time of revision surgery, the incision was extended for increased exposure. Intraoperatively, there was significant metal debris within the hip joint and extending posteriorly and laterally into the trochanteric bursa. There was extensive synovitis involving the joint and trochanteric bursa with metallic staining of the tissues. There was severe corrosion noted at the trunion and bore of the femoral head. The taper of the trunion demonstrated significant wear, fretting damage, deformation and burnishing at its apex. Although the stem was well fixed, the trunion was felt to be too damaged for re-use, and therefore the well fixed stem was removed and revised to a modular titanium stem with a 40 mm chrome-cobalt head for enhanced stability due to soft-tissue laxity. The liner was noted to be significantly scratched and deformed from articulating with the trunion, but the locking mechanism of the acetabular component appeared pristine, and therefore, the liner was exchanged to a 40 mm inner-diameter cross-linked polyethylene liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.